Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that the instrument was reporting results as shigella when the expected result was e. Coli. Remote support was provided to the customer. The support specialist discussion was held with the user via telephone. The support specialist checked the user's workflow and didn't find anything unusual; the support specialist also asked about the versions, of which the customer has the 7.70b for epicenter and the 7.51a for the pud, while the instrument is version 2.90.0.0. The customer shared photos of the results and the support specialist saw that they were on the two levels of the carousel in different positions. The support specialist talked about the subject with another fse and would like to ask them for support with a revision of the instrument. No further information was provided on a resolution. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. Photos were shared to aide in the investigation; however, no parts were replaced as a part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of the device history record (DHR) for this instrument was completed and revealed that the instrument successfully passed all testing and was released in good condition. Service history review was completed and revealed no prior cases with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (escherichia coli) was misidentified as shigella spp. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (escherichia coli) was misidentified as shigella spp. No health impact or consequence reported.